Event description:
Per the clinic, the patient experienced poor performance with the device and an infection around the implant side; however, the issue could not be resolved. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as per date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).